Event description:
On (B) (6) 2010 - clinicath PICC line inserted under fluoroscopy by a physician and was unable to remove the stylet after insertion. On (B) (6) 2010 - after attempts to remove stylet, by the physician, the guide-wire protector cap that prevents migration of the stylet broke off. The stylet was secured. On (B) (6) 2010 - the entire PICC line was removed intact with guide wire in place. An alternate central line site was accessed. The pt had an additional 1 extra day stay.